Manufacturer narrative:
Meter cegc250-m0699 has been returned and investigated with retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button depression and and with strip insertion. Control solution testing was performed and all results were within specifications. No malfunction or product deficiency was identified a strip lot number has not been provided at this time. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle test strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle test strips, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the fs freedom lite meter were reviewed and the dhrs showed the fs freedom lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 61 mg/dl, 62 mg/dl,102 mg/dl, 43 mg/dl and 45 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.